Event description:
The service report shows the customer reported that the oxygen sensor was damaged. There was no patient involvement. The customer replaced the oxygen sensor, which resolved the reported issue. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).